Event description:
During baxter's evaluation a device alarmed for a false upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the upstream occlusion alarms during additional testing. However, review of the history log confirms the alarms. Further investigation found cracked tail pins of the ultrasonic sensor which can lead to upstream and air in line alarms. The upstream sensor assembly was replaced.